Event description:
A sales rep reported on 29apr2025, that while reviewing post-op x-rays on (B)(6) 2025 the surgeon noticed the bearings on the vbeal-3-7s had collapsed. It was reported that the intra-op x-rays taken on (B)(6) 2025 looked good for the plate and revision surgery date has not been confirmed. It was reported that the original surgery was performed by a fellow with an experienced rep in the room, the proximal screws were not implanted since the fellow felt the distal row fixation was adequate and believed all bearings were locked. It was stated that the patient was compliant with post-op instructions. Intra-op and post-op x-rays were provided but pre-op x-rays could not be obtained and the device remains implanted until the revision surgery is scheduled.